Manufacturer narrative:
. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated their system controller self-test was not running and they had abnormal alarms while on battery power. Log files were submitted for review and captured no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an atypical alarm and self-test issues were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted ((B)(4)) for review that showed events spanning approximately 2 days ((B)(6) 2024 per timestamp). There were no notable alarms active in the log file that would indicate an issue with the system controller. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.